Event description:
The customer stated that she put the insulin pump in the washer by mistake. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. The insulin pump also had a cracked case at the liquid crystal display window corner.